Event description:
It was reported that during a procedure the neptune rover smelled hot and the power cord was smoking. There were no adverse consequences related to this event. The person who reported the event did not know if the procedure was completed with the device.

Manufacturer narrative:
The device evaluated by a field service rep. The power plug was blackened. There was no damage to the power cord and transformer. The plug was replaced and safety tested.